Manufacturer narrative:
There was no unexpected displayable history crc check failed on startup alarms noted during testing. The insulin pump passed the pump self-test and the displacement test. There were multiple displayable history crc check failed on startup alarms noted in the alarm history screen due to a corrupted history file. The unit had a cracked reservoir tube window, a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer called in to report a displayable history crc check failed on startup alarm and that the reservoir window had a crack. The customer's blood glucose level was unknown. No further details were provided.